Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the insulin pump would not go to the fill cannula step and she did not receive a low battery alert prior to an off no power alert. Customer's blood glucose was 178 mg/dl. It was stated the battery was not previously used and the insulin pump had not been bumped or dropped. It was found that the customer had no battery life, changed the battery, functions came back, and there was a finished loading alarm in the history. The device will not be returning for analysis.